Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the cannula track is severely bent. The shrink tube is stretched. The device met all material specification as received. Complainant's event typically caused by leveraging/prying the device during implantation procedure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a curved needle speedcinch was used for a procedure. When the second peek implant was being deployed, the stem broke. A non-arthrex device was used to continue and complete the procedure. Follow-up investigation: all portions of the second peek implant and sutures were fully retrieved from the patient. The first peek implant was left unretrieved behind the meniscus.